Event description:
The manufacturer representative reported that the device displayed t-wave oversensing on the ventricular channel. Hv therapy was delivered as a result of the oversensing. The rep will discuss programming changes with the physician and recommend induction testing. The case was clinically resolved and the system remains implanted. It was later reported that the device was explanted because of a defective setscrew.